Event description:
While attempting to insert a drug eluding cardiac stent, after inserting the delivery catheter and inflating the balloon, there was no stent visualized on the balloon. The procedure was repeated with another stent. This time the delivery catheter was inserted. The balloon and stent deployed as usual. There was no harm to the patient.